Event description:
Subsequent to the initial medwatch report, the following information was provided: the device was prepared as usual. There were no issues noted during device preparation.

Event description:
It was reported that during a mildy tortuous and mildly calcified left circumflex stenting procedure, during post-stent dilatation, the nc trek balloon dilatation catheter was taken to the stented lesion, but ruptured before it reached nominal pressure. The device was easily removed. There was no adverse patient sequela and no clinically significant delay in procedure. The procedure was completed with a non-abbott balloon dilatation catheter. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the presence of a tear in the inner member of the balloon catheter. Additionally, scanning electron microscopy results noted the inner member failure may have been attributed to mechanical damage to the outer surface. A review of the lot history record for the reported lot revealed no nonconforming material records that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no other similar incidents. Upon an expanded investigation, it was determined that the possibility existed that the cause of the inner member hole could potentially be related to a manufacturing issue (though not definitive), therefore the occurrence of this incident will be further assessed per site corrective and preventive action operating procedures and appropriate corrective/preventive actions will be taken accordingly.